Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. Device remains implanted.

Event description:
The sales rep reports that post implant of a gastric band placed in early 2001, the band developed a leak. The port was replaced but there is still a leak. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.